Event description:
See initial report.

Manufacturer narrative:
A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or window manager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or window manager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is in the acceptable region. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a cockpit screen of an essenz console froze and then rebooted by itself during a robotic cardiac surgery, post cross-clamp, with the heart ejecting. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova learned the following additional information: the procedure had been running for under two hours, with a 50-minutes of cross-clamp. When the perfusionist attempted to reduce flow using the upper control knob, the cockpit screen froze, though the rpm and flow were adjusting. The frozen screen did not reflect changes, though actual flow was still responsive. The backup control panel under the hood was still functioned. The estimated duration of cockpit froze was about two minutes, before going black and rebooting. During the reboot: the flow was maintained, confirmed by cdi (oxygenation monitor) readings; the screen rebooted to a default profile menu, requiring manual re-selection. After pressing the ccf profile, the gas blender reset to 0 l/min sweep, for approximately one minute. The perfusionist quickly recognized this from low po2 readings and manually corrected it. Cockpit log files were provided and analysed, confirming the issue. Searching for "watchdog" or "startup" keywords doesn't give any result, which means that no reset of the cockpit happened due to watchdog reset or unexpected application crashes. As showed in the video provided by the customer, the backup control unit maintains control during the freeze and reboot. The cockpit screen may reboot showing the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. The gas blender returns to the original settings selected by the user and may require the operator to adjust flows if changed during operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.